Event description:
This is a spontaneous case report received on 10-may-2016 from a lawyer in the united states, on behalf of an adult female plaintiff in united states. She had essure (fallopian tube occlusion insert) inserted on (B)(6)-2014. On an unspecified date the consumer experienced daily sharp pelvic and back pain, 7-9 day heavy bleeding menstrual periods, intercourse pain and migraines. When questioned if essure had been removed or if anyone told her that the device needed to be removed the answer was yes. Follow-up received on 07-jun-2016: quality-safety evaluation: this adverse event report is related to a product technical complaint. (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect. Company causality comment: this case report was received from a lawyer on behalf of an adult female consumer/plaintiff who had essure (fallopian tube occlusion insert) inserted and developed daily sharp pelvic pain. When questioned if essure had been removed or if anyone told her that the device needed to be removed the answer was yes. This event is listed according to essure's reference safety information. During essure micro-insert therapy, pelvic pain may occur. In this particular case, limited information was provided. However, considering event's nature and in the lack of an alternative explanation; causality with the suspect insert cannot be excluded. Non-serious events were also reported. This case was regarded as incident, as although it was not totally clear from the report if essure was actually removed, an intervention cannot be formally excluded in this case. The product technical complaint investigation resulted in an unconfirmed quality defect. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('daily sharp pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included female sterilization, pelvic pain female, gravida ii, parity 2 and adhesion. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), heavy menstrual bleeding ("7-9 day heavy bleeding menstrual periods"), dyspareunia ("intercourse pain"), migraine ("migraines") and back pain ("daily sharp back pain"). The patient was treated with surgery (total laparoscopic hysterectomy,bilateral salpingo-oophorectomy.). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, heavy menstrual bleeding, dyspareunia, migraine and back pain outcome was unknown. The reporter considered back pain, dyspareunia, heavy menstrual bleeding, migraine and pelvic pain to be related to essure. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 19-may-2021: medical record received: medical history, reporter information were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs